Event description:
Per the surgeon's report, this pt's device was explanted (date unk) due to 15 open circuit electrodes. Integrity test results were not provided to MFR. Reimplantation plans are not known at this time.